Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post device change out the patient presented to the emergency room as a patient alert had been triggered due to increase in right ventricular (rv) lead impedance. No capture management data was available as well. It was further reported there was a possible set screw issue and there were high thresholds. Reprogramming was performed and capture management and tachy detections were turned off. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.